Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty power circuit card. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. During the evaluation it was found that the power supply card had failed. This part is not distributed in spain; therefore, the equipment will be scrapped. Sorevan will handle the scrapping process and provide the corresponding certificate, including the equipment¿s serial number. Device does not cool properly, alarm 113 was shown on display. The screen does not turn on. Customer reports that the gray hose was damaged. Power supply card failure. No fault was observed in the fluid delivery line. The equipment will be scrapped. Sorevan will handle the scrapping process and provide the corresponding certificate, including the equipment¿s serial number. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Device is not cooling properly, alarm 113 was shown on the display. The screen does not turn on. Per sample evaluation results received via task on 03jun2025, it was reported that the customer reports error 113 (reduced water temperature control). Csv file shows that the heater was not working. The customer also reports that the gray hose was damaged.

Event description:
Device is not cooling properly, alarm 113 was shown on the display. The screen does not turn on. Per sample evaluation results received via task on 03jun2025, it was reported that the customer reports error 113 (reduced water temperature control). Csv file shows that the heater was not working. The customer also reports that the gray hose was damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is la fe university hospital general warehouse loading dock the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.